Event description:
It was reported that the surgeon will be doing a lens exchange on (B)(6) 2015 and replaced with a zkb00 24.0 diopter on a multifocal patient due to a refractive error. Reportedly, wrong lens was selected and no issue with the lens. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There are no associated non-conformity reports or deviations. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Device available for evaluation: yes. Returned to manufacturer on: (B)(4) 2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, no further investigation was possible. All pertinent information available to abbott medical optics has been submitted.